Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.